Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 600mg/dl. The customer had nausea prior to being admitted. Troubleshooting was performed. The customer stated that his glucose level was high, but he treated after changing his infusion set. The customer stated that he changes the infusion set every three days. The programming and settings on the insulin pump were verified. Ran a fixed prime test and the insulin exited. No further information was provided.